Event description:
Boston scientific received information that while vacationing in (B)(6), the patient with this right ventricular (rv) lead reported having had a syncopal episode that lasted for 30 seconds. At the time of the episode, the patient was participating in a tour. There was a physician who was participating in the tour, and the physician noted that the patient's heart rate was in the 40's at the time of the episode. The patient was taken to the hospital. While at the hospital, the pacemaker was interrogated and it was noted that the rv threshold measurement was high, so the pacing output was increased and autocapture was programmed off. The (B)(6) physician wanted to replace the device, but the patient wanted to return to the united states. The patient returned to the united states and saw a physician for a follow-up of his implanted system. Daily measurements showed fluctuations in impedance measurements as well as the increase in pacing threshold. A procedure was scheduled to replace the rv lead, as the high threshold measurements on the rv lead were the suspected cause of the patient's syncopal episode. This rv lead was surgically abandoned, and a new rv lead was successfully implanted. The patient's previous pacemaker remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
As this right ventricular (rv) lead was surgically abandoned, this lead is not expected to be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.